Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was ¿narco¿ at 5/3.25. The reason for use was non-malignant pain. It was reported that the patient started having a headache on (B)(6) 2019. No interventions were mentioned. The caller states she has been unable to reach the doctor. It was reviewed to try to reach the doctor and seek medical care if needed. The consumer called back on (B)(6) 2019. It was reported that the patient picked up a heavy box on (B)(6) 2019, twisted and turned and soon after, on the same day he was having excruciating headache, severe pain and chills. Caller reported that the patient was freezing inside and burning on the outside. Caller stated that he was incoherent this morning, so she took him to the ER but they were unable to help. She got in touch with the managing physician and they have an appointment for ¿monday.¿ the consumer stated that the physician thinks he just needs a dose adjustment. The caller asked about the possibility of there being a damage to the catheter. They reviewed diagnostic testing available for the catheter. There were no further complications reported/anticipated. On (B)(6) 2019, additional information was received from the patient's wife and daughter via a manufacturer representative (rep). Additional information received reported the patient had an extreme headache and the site on their back where the catheter was inserted was swollen. The reported environmental, external, or patient factors that may have led or contributed to the issue stated; patient compliance. The patient stated they had great relief after the pump was inserted and 9 days after surgery, against medical advice, the patient lifted a heavy object and soon after, began feeling the headache start. The patient called their hcp and stated that they performed a blood patch, but he was no better. The reported diagnostics/troubleshooting stated; dye study, blood patch. Dates (they think it was tuesday) and the results were unknown. The patient was being scheduled for a catheter revision (date unknown). The issue was not resolved at the time of this report.